Event description:
Ten months postoperatively, echocardiogram demonstrated one leaflet was immobile. At explant, the surgeon reported upon opening the aorta, the valve appeared to be functioning "normally" and the leaflets were mobile. The valve was removed and replaced with an ats valve (model, s/n unknown). The pt was discharged from the hosp and was reported to be recovering at home. According to the implant operative report, "tight" aortic stenosis with calcification extending down to the mitral leaflet; two "diffusely" diseased vessels; and 3 to 4 cm of "fat" encasing the heart were noted. During implant, the valve was placed in a slightly supra annular position and CABG x 2 was performed. Pt consent is being sought to release echocardiogram tapes.